Event description:
Health care professional (hcp) reports 2 fiber leaks noted by blood in the dialysate compartment at the onset of the pt treatment. New disposables were used to continue the pt's treatments without incident. The dialyzers were reused 9 times for each incident prior to this report. No pt injury and no medical intervention was required.